Manufacturer narrative:
The following fields were updated with additional information: b.3. Date of event: (B)(6) 2020. B.3. Date of event: unknown. The date received by manufacturer has been used for this field.

Event description:
It was reported that pen ndl 32g 4mm hp 100 box 1200 ca was unable to deliver insulin. The following information was provided by the initial reporter: "it was reported that only 1 out of 3 pen needles fitted on her pen, and was injecting properly. Verbatim: nurse called me with two different complaints from two different patients: one was having trouble unscrewing his pen needle from his insulin pen, and needed plier to unscrew the product. The other one said that only 1 out of 3 pen needles fitted on her pen, and was injecting properly. Both patients used sharp containers so product is unavailable for testing."

Manufacturer narrative:
Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st. Related complaint for does not attach as intended on lot # 9261685. A review of risk management document 10000084266, revision 10, indicates that the potential risk of this specific reported incident (nano pro pen needle, does not attach as intended) was captured and addressed appropriately. Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time. (B)(4).

Event description:
It was reported that pen ndl 32g 4mm hp 100 box 1200 ca was unable to deliver insulin. The following information was provided by the initial reporter: "it was reported that only 1 out of 3 pen needles fitted on her pen, and was injecting properly. Verbatim: nurse called me with two different complaints from two different patients: one was having trouble unscrewing his pen needle from his insulin pen, and needed plier to unscrew the product. The other one said that only 1 out of 3 pen needles fitted on her pen, and was injecting properly. Both patients used sharp containers so product is unavailable for testing."